Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. Log data ended on 4/14/25 with the logs showing the ilet was performing to specification including alerting the patient of low glucose. Based upon the reported event, the g7 sensor may have contributed to this event, however the specific cause cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 4/24/25, a cds reported that a (B)(6) hospital employee stated to him that a patient had a severe low bg on (B)(6) 2025, resulting in a fall and subsequent treatment (unknown type) by ems and hospitalization. The patient's bg was measured to be 29 mg/dl. Upon follow-up with the patient on (B)(6) 2025, the patient reported the g7 sensor was reading 172 mg/dl but the fingerstick bg was at 27 mg/dl. The patient swapped to a libre+ sensor and reconnected to the ilet. The patient was discharged on (B)(6) 2025 and reported as fine.